Manufacturer narrative:
Customer technical support (cts) instructed the customer to stop system function and place paper towels on floor. Cts assisted customer powering down and rebooting the system power. This did not problem not resolved. Field service engineer (fse) found that wash concentrate was bubbling at wash concentrate bottle. Fse replaced valve v-14 and clean wash from all canisters.

Manufacturer narrative:
Change from: unicel dxc 800 pro synchron chemistry analyzer. To: synchron lx 20 pro clinical systems. Change model number dxc800 pro, catalog number a11812. To: model number lx20 pro, catalog number 476100. Change from: k042291 to: k011213.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to wash concentrate 2 leak. Customer is unable to locate source of leak. No injury or exposure was reported.